Event description:
Additional information: the device system was used to deliver dilaudid 20.0mg/ml at 8.661mg/day; bupivacaine 20.0mg/ml at 8.661mg/day.

Manufacturer narrative:
(B)(4).

Event description:
The patient lost a lot of weight and was normal sized but then they had become obese again and lost weight after that. This caused the pump pocket to become stretched out and it was hypermobile. Per the hcp the pump began to flip. The hcp revised the pump pocket and explanted the pump. For outcome see manufactures report # 3004209178-2012-05844.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), (B)(4).